Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient experienced infection. It was further reported by the patient that the physician made three attempts to place the system. The implantable pulse generator (ipg) system was explanted and replaced with a wireless device. No further patient complications have been reported as a result of this event.